Event description:
Patient underwent a hip revision procedure approximately ten years post-implantation due to pain, discomfort, and elevated ion levels.. The head, taper, and cup were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: us157860, m2a-magnum pf cup, lot 788180. 139268, m2a-magnum 52-60mm tpr ins, lot 536580. 13-103211, taperloc por red/lat 22.5x165, lot 404250. Reported event was confirmed by review of operative notes. Revision op notes were reviewed and identified patient was revised due to failed mom construct. Collection of fluid about the posterior area with lax capsule consistent with metallosis. Patient also had elevated cobalt levels with 5.3 ug/l (ref: 0.0-0.9) and chromium levels 5.3 ug/l (ref: 0.1-2.1). DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2017-00414 / 00416).

Event description:
Patient underwent a hip revision procedure approximately ten years post-implantation due to unknown reasons. The head, taper, and cup were revised.